Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after approximately 2.5 weeks of use the tube shaft was noted to have a hole/cut on it. It appeared to be a result of wear and a color change was also noted. Upon discovery, the cannula was changed out without issue. No patient adverse health outcome resulted.

Manufacturer narrative:
One used tracheostomy tube was returned for product inspection. Visual inspection observed the outer cannula tinted blue, and distorted. The cannula's internal spring was observed kinked, and cracks were observed in the silicone of the cannula walls. As silicone is highly permeable, the shaft discoloring may be the result of medication being administered during device use or the result of a colored cleaning solution used during device cleaning. The physical characteristics and locations of the distortion and cracks are indicative of stress applied to the shaft during product use. The actual root cause of the damage was not definitely determined. No evidence was found to suggest the reported event was related to an intrinsic product problem.